Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 42 mg/dl. The current blood glucose was 195 mg/dl. Customer reported high blood glucose and did troubleshooting and was told the cannula may have dislodged or be bent. After treating the high blood glucose and customer went outside and later when she returned she was 42 mg/dl and started to receive low blood glucose of 72 mg/dl for which she did not check her blood glucose. Customer treated low blood glucose by eating and when she did her morning check her blood glucose was then 360 mg/dl for which she gave insulin. The sensor glucose was reading 254 mg/dl with two up arrows and blood glucose was 189 g/dl. Sensor glucose started to drop from 275 mg/dl with arrow to 262 mg/dl. Insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis.